Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 638mg/dl. The nurse stated that the customer has not been in compliance with treating his blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.